Manufacturer narrative:
Reliability analysis evaluated three random sealed reservoirs. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that there was an issue where it was not creating a seal and it kept sucking air down into the reservoir. Customer's blood glucose was 150 mg/dl. Customer noticed the issue today but is still in training and new to pump therapy. Customer will be sent replacement reservoirs.